Manufacturer narrative:
Additional information was received on 02-sep-2021. The patient is male. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related. Intervention provided was an external pacemaker was placed for bradycardia. Patient outcome of the adverse event was improved and the pacemaker was removed. The patient was discharged from the hospital. Therefore, a3. Gender was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered bradycardia and an external pacemaker was placed. After the ablation was completed and the patient left the room, bradycardia occurred due to sick sinus syndrome, and an external pacemaker was placed. An external pacemaker was placed for the bradycardia. Bradycardia was due to sick sinus syndrome. There was no product defect. There is no information about the hospitalization, additional information was received on the event. The physician commented that the degree of energization usually increases as the sympathetic nerve becomes dominant and the pulse rate becomes fast, but it may simply be because the anesthesia was too effective and bradycardia developed. Bradycardia improved. The external pacemaker was successfully removed. The patient recovered and was discharged.